Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. After replacing the main keypad, the issue was resolved. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has trouble powering on and off. Upon evaluation, it was observed that on/off button worked only intermittently. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.